Manufacturer narrative:
Upon follow up, it was indicated that the crack was on the screen protector and not on the touch screen.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched. Reportedly, the reason for the scratched screen was unknown. Customer's blood glucose was 205 mg/dl. Customer would continue to use the pump for insulin therapy.